Event description:
It has been reported to philips that the live monitor is intermittently blank. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected system was used for a diagnosis procedure and it was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was intermittently black screen. Fse reviewed monitor display and 5v power supply and found to be normal. The fse found the defect was with the adapter. Fse replaced the adapter after which system was working fine. The codes were updated based on the investigation outcome.